Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The doctor reported that the 37% phosphoric acid etch gel had accidentally contacted a patient's face during a procedure, and the doctor was unaware until a few minutes later when the patient began to feel a burning, itching sensation. The doctor completed the procedure, prescribed alo-gel for treatment of the irritation, and dismissed the patient. The patient returned to the office for a follow-up visit and informed the doctor that the area had been permanently scarred; however, the doctor could not visually confirm this as the patient was wearing makeup at the time, and since then has not returned to the office. The doctor could not verify whether any medical attention or prescription medication was necessary for treatment. Kerr corporation has requested that the customer report any new information with regard to this patient. An update will be provided if any new information becomes available. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no further evaluation can be conducted.

Event description:
A doctor's office reported that a patient alleged that she had experienced a burning sensation, itchiness, and scarring after the 37% phosphoric acid etch gel material had contacted her face during a bleaching procedure.